Event description:
Per the audiologist, the pt has had intermittent drainage from her ear during the last six months. The pt also reported upper body and head pain, with or without device use, beginning in 2007. The pt underwent an exploratory surgery the following month. The surgeon noted long-standing middle ear infection and scar tissue throughout the middle ear. The pt's device was explanted. Implantation of the pt's contralateral ear may be considered in the future.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.